Event description:
It was reported that after an unknown procedure, there was a broken blade. There were no adverse consequences for the patient reported. One device was discarded.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.